Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with multiple episodes of non-sustained ventricular oversensing related to lv loss of capture. Programming changes will be made during patient's next visit. The patient was stable throughout the event.